Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed since a clot was reported, and intervention was performed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that that the angio-seal product was successfully deployed post procedure. Post deployment angio showed access site was good, and the angio-seal (as) was safe to deploy. No issues noted on deployment. Approximately four hours later, post bedrest, upon ambulation patient noted food felt numb. Patient was put back on the table in cath lab when doppler noted no flow. Patient was found to have clot near site of angio-seal (as) deployment. Clot was removed and percutaneous transluminal angioplasty (pta) balloon followed. No further issues with the patient and she has recovered and is fine. The procedure performed was a heart catheterization. There was no blood loss. Additional information was received on 10mar2025: the size of the procedure sheath used was a 6fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The patient was stable. Additional information was received on 11mar2025: the sheath size used was a 6f 11cm. There were no concomitant devices used with the angio-seal. The puncture site was not at or below the level of the common femoral artery bifurcation. There was no disease or dissection present in the access site artery. Lower extremity pulses were palpable post angio-seal, after patient got up off of bedrest her right lower pulse was only doppler, patient complained of sudden numbness in leg. The patient was brought back to the cath lab, manual aspiration, percutaneous transluminal angioplasty (pta) performed. Manual aspiration of clot was removed with a mpa guide-thrombus removed.

Manufacturer narrative:
A1: patient information: requested, not provided due to hospital policy. D6b: explanted date: unknown if the device was explanted. E3: occupation: rn supervisor. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.